Manufacturer narrative:
Results: the 5max ddc was ovalized approximately 26.0, 29.0, 33.0, 61.5, 6.5 and 116.0 ¿ 117.0 cm from the hub. The device was kinked approximately 18.0, 66.0 and 96.0 cm from the hub. Conclusions: evaluation of the returned 5max ddc confirmed an ovalization on the proximal shaft. If the rotating hemostasis valve (rhv) is overtightened onto the device, damage such as an ovalization may occur. Further evaluation revealed additional ovalizations and kinks along the length of the device. These damages were likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure in the internal carotid artery (ica) using a penumbra 5max ddc distal delivery cather (5max ddc), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra embolization device. During the procedure, the physician placed the neuron max, then advanced the 5max ddc and microcatheter through the neuron max. While advancing the embolization device through the microcatheter, the pusher wire of the embolization device became stuck inside the microcatheter. The physician believed that the rotating hemostasis valve (rhv) that was attached to the neuron max was tightly connected to the 5max ddc, causing it to clamp down on the microcatheter and the embolization device. Therefore, the physician removed the 5max dcc, microcatheter and embolization device. The procedure was completed using a new 5max dcc, a new microcatheter, a new embolization device, and the same neuron max. There was no report of an adverse effect to the patient.